Event description:
It is reported that the devices were implanted in late 2008 and revised in 2009, due to the misalignment.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays or operative notes were returned for review. The patient's height, weight, and activity level are unknown. The alignment of the femur is set intra-operatively by the surgeon using the instruments provided based on the patient's anatomy. The instruments are adjustable by design to accommodate the range of different patient anatomy. Pre-op and post-op x-rays were not provided to assess the patient's alignment. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.